Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an insufficient angle knob play and the insertion tube angle was bent and insufficient. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the nozzle had foreign objects. The following non-reportable malfunctions were found during the device evaluation: the angle wire was worn causing bending angle in the up direction to not meet stands and the up down knob to not meet standards, the adhesive on the distal end rubber has a white clouded area, the universal cord has a scratch, the control unit has discoloration, the protector of the universal cord on the suction connector has a scratch, the unit cover has a dent, the connecting tube has a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign material in the nozzle could not be determined, as there was no deformation that might result in the retention of foreign material, however, the foreign material may have remained due to the facility device reprocessing not being implemented in accordance with the IFU. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: was the device cleaned, disinfected, and sterilized before being sent to olympus? Yes. Was there a delay in the start of pre-cleaning? Unknown. Did the customer flush the air/water nozzle with water and air? Yes. Were there any abnormalities in the accessories used for reprocessing? No. Did the customer presoak the endoscope in the detergent solution? No. Was the air/water nozzle wiped/brushed with clean lint free cloths, brushes, or sponges? Yes. Did the customer flush the air/water nozzle / channel with the detergent solution? Yes. Olympus will continue to monitor field performance for this device.